Event description:
The technician reported the bed is in the warehouse and he found the brake caster is not holding. No pt injury reported.

Manufacturer narrative:
The technician found the brake caster is faulty. Per the hill-rom user manual, warning: pts may use the bed for support while entering exiting; if the unit moves unexpectedly, pt injury could occur. When the unit is unattended, ensure that both brakes are locked. The brakes for the clinitron bed are located at the right, head end and the left, foot end of the unit. To apply the brakes, step on the lower end of the brake lever to lock the wheels. To release the brakes, apply inward pressure to the upper end of the brake lever. The technician replaced the brake caster to resolve the issue. Based on this info, no further action is required.